Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown omniflex hip stem. Cat # unk, lot # unk, description: unknown head. Cat # unk, lot # unk, description: unknown cup. Cat # unk, lot # unk, description: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient complained of groin pain. Revised cup, liner, head and screw.

Manufacturer narrative:
An event regarding pain involving an unknown tritanium shell was reported. A review by clinical consultant confirmed shell malposition. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: even though there is no other clinical information than revision for groin pain, this is consistent with problems in the cup as also supported by radiological findings of cup malposition in absent anteversion and superficial position with the superior cup rim protruding far into the hip joint space. Diagnosis: cup malposition in absent anteversion and superficial position has resulted in iliopsoas tendon impingement with the exposed superior and anterior cup section leading to groin pain and requiring revision of cup, liner and femoral head. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in absent anteversion and superficial position has resulted in iliopsoas tendon impingement with the exposed superior and anterior cup section leading to groin pain and requiring revision of cup, liner and femoral head. No further investigation is required at this time. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient complained of groin pain. Revised cup, liner, head and screw.